Manufacturer narrative:
(B)(4).

Event description:
It was reported antitachycardia pacing therapy had unexpectedly accelerated a rhythm into ventricular fibrillation. It was recommended to program the first shock to a new setting. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
New information received states the patient was admitted to the clinic for resuscitation. Device interrogation revealed intermittent undersensing and fast rhythms at the low ventricular tachycardia detection zone. The device is functioning normally as programmed. The issues were caused due to a large variance in the rhythm and a detection cut off rate above the ventricular tachycardia. No further information is available.